Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample photographs were evaluated, and the reported event was confirmed. Product was returned and photos were taken. In reviewing the photos, the ziploop sutures were cut upon removal from the patient during the surgery and the button has been disconnected. The product was returned, but the toggleloc button was lost in the decontamination process so no dimensional analysis can be performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: part # 904834 / lot # 696450. Foreign: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an acromioclavicular joint repair the product pulled out of the patients burr hole in the coracoid process. An alternate product was used, however, both proved unsuccessful. Subsequently, the surgeon drilled a new burr hole in the patients coracoid process and used the second product to complete the surgery successfully.